Event description:
It was reported that the device was implanted at the lower ribs with the catheter in the hepatic artery in 1998. The catheter reportedly fractured in 2001. It was reported the catheter fractured at about 4-cm from the portal connector. The medications administered were 5-fu and epirubicin injected once a month.